Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the scrub tech indicated that during the last firing on a sleeve, the staples (blue) in the distal jaw were unformed. He couldn't tell if the staples that deployed into tissue were formed or not. There were no patient consequences. Case completed by over sewing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.